Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: ten used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. Scratches on devices were observed but all ten devices passed leak testing. The root cause could not be determined.

Event description:
It was reported that during testing there was a scratch mark that generated leaking issues for the device. There was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.